Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem of system fault was duplicated. Device does not meet specifications. The most probable cause is due to intermittent motor. The motor was replaced. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device exhibited a system fault. The event occurred, during testing. There was no patient involvement.